Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was unknown. After troubleshooting, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected failed battery test alarms noted during testing. The power management graph was in specification, however the power management graph indicated connector resistance issue due to connector resistance issue. No unexpected low battery alerts noted in the pump history file. Multiple unexpected replace battery alerts noted in the pump history file due to connector resistance issue. Connector for on electrical board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the device functioning properly during testing as shown in the power management graph. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.